Event description:
It was reported that the eluvia became occluded, requiring additional intervention. The target lesion was located within the superficial femoral artery (sfa) and was reported to be calcified. During the percutaneous transluminal angioplasty (pta) procedure, a non-boston scientific balloon separated within the sfa due to the calcification and was unable to be retrieved. The balloon was compressed into the sfa using two eluvia drug-eluting vascular stents. The eluvia stents were reported to have become occluded, and a bypass was performed. During follow-up, inflammation was suspected near the eluvia stents. No further information was provided to boston scientific.